Event description:
It was reported the patient had impedances greater than 4,000 ohms and current under fifteen micro-amps. The high impedances were on electrode pairs 0-1, 0-2, and 0-3. All other pairs were within normal limits. The patient had a sudden return of frequency. The patient was urinating every fifteen minutes. There was no infection, trauma, or bumping of the stimulator related to the issue. Stimulation was currently on. The stimulator was going to be turned off to assess if the return of symptoms was a device issue or a separate health condition. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information received from the healthcare provider (hcp) reported that it was unknown if there was 50% or greater symptom r eduction. The cause of the event was determined and it was not device related. The patient had a sudden loss of therapeutic effect and a sudden loss of stimulation. She had a possible urinary tract infection (uti) and her device was turned down on (B)(6) 2014. Reprogramming was needed and the patient received antibiotics. After treatment of the infection and reprogramming, she had a return of therapeutic effect and was happy with the device on (B)(6) 2014. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0bx4s, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).